Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, an in-stent restenosis and thrombosis occurred. Four taxus express2 drug eluting stents sizes 2.5x8mm, 2.5x8mm, 3.5x16mm, and 3.5x20mm were implanted in the distal right coronary artery (rca). At 1165 days later, the pt presented with chest pain, st-elevation, myocardial infarction (mi), thrombosis and in-stent restenosis in segment 3 of the rca. The pt was treated with an unk balloon at 22 atms and the placement of a 3.5x12mm taxus express2 stent. The procedure was successfully completed and ended with a good result. Medications included ass; clopidogrel; metoprololsuccinat; ramipril; hct; amlodipin; simvastatin; pantoprazol; cefpodoxim; clchicin.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.